Event description:
Modifications were made to the cantaur deptg gauge in question as requested by the surgeon. The rep reported that the hook was removed from the end and replaced with a ball that was 3mm in diameter. The instrument was pulled out and it was noted that the end had fallen off and was left in pt. The surgeon took images to see the position of the end of the devcie in the pt's body. The surgeon decided to leave the end of the devcie where it was and continued with the surgery.